Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, medications were not matching to patient orders following an es system update. Users were required to use critical override to access medications. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.